Event description:
Customer alleged " small metal barb observed on cannula which caused harm to patient".

Event description:
Customer alleged " small metal barb observed on cannula which caused harm to patient".

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The investigation includes a review of the procedure / training record, and no anomalies were found. As part of the investigation, it was found that the device was produced in january 2023, during the manual brushing process (bidford site old site of manufacturing), nowadays this component is manufactured in juarez site and a new manufacturing process was added, roller process instead of manual brushing process. Added on procedure d179mx, rev. 02, released on 11/30/2023. Complaint database was reviewed, this is considered a single and an isolated case. Complaint database was reviewed, and no additional actions are required at this point. Bvi will continue to monitor any feedback from our customer and take appropriate action if an unfavourable trend is observed.